Event description:
Healthcare professional reported right side "in peri-implant situation, scarce laminar liquid on the right" and " granuloma." A healthcare professional clarified that the ¿device did not cause or contribute to the event of liquid"; this event is not device related. The device remains implanted.

Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and "in peri-implant situation, scarce laminar liquid on the right."